Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the pad was broken. Medical records not provided. The device history record was not reviewed due to the following: lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor broke while being impacted with a mallet. The device failure occurred during instrument use; no additional procedural details were provided. There were no consequences or impact to the patient, and no patient treatment was required. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.